Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 09-apr-2026. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4).. The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 125cm cereglide 71 intermediate catheter was received contained in the decontamination pouch. Visual inspection was performed. The distal end of the catheter was stretched and compressed in a 7 cm section. A second flattened section of 5 cm was found on the proximal body at 8 cm from the proximal end. These conditions match with the conditions seen on the provided pictures. No other damages were observed. The flattened areas were inspected under microscopic magnification, and no fractures nor cracks were found. The reported issue regarding the difficulty of advancing the catheter into the m1 segment and the stretching that occurred during aspiration were confirmed during device inspection. The damage observed on the returned catheter appears to reflect the challenges encountered while maneuvering the device. The proximal damages found in the catheter could be related to the interaction between catheter system and hemostasis valve during device withdrawal. As no manufacturing defects were identified, the failure mode experienced may have been the result of other factors, either isolated or in combination, such as interaction with other accessory devices, anatomical conditions or other clinical factors experienced during the procedure. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. A review of manufacturing documentation associated with this lot (31673300) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Devices undergo 100% inspection at different points during the manufacturing process to prevent damages from leaving the facility. It should be noted that product failure is multifactorial. The instruction for use (IFU) contains the following precaution: ¿ exercise care in handling the cereglide catheter system to reduce the chance of accidental damage. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 19-mar-2026. [Additional information]: on 19-mar-2026, additional information was received. Per the information, related to the procedure, it was ¿unsure¿ if this was an adapt (direct aspiration first pass technique) case, ¿but a microcatheter was used. Likely to have been combined technique - aspiration with stent retriever. Confirming with the interventional neurologist (inr).¿ the vessel was ¿quite severe, the cerebase was ¿pushing back¿ due to vessel tortuosity.¿ the information indicated that the issue with the cereglide device was noticed during set up, prior to the attempt at clot retrieval. The cerebase used was a 90 cm cerebase straight distal access (da) guide sheath (gs9090sd / 31734706). There was no performance issue related to the cerebase device. The information also confirmed there was no clinically significant delay in the procedure. Updated sections: b.4, g.3, g.6, h.2, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 26-mar-2026. [Additional information]: on 26-mar-2026, additional information was received. The information indicated that the procedure was an adapt (direct aspiration first pass technique) case, and a microcatheter was used. The information also indicated that vessel tortuosity was severe enough to be considered to be a contributing factor for the reported issue of the cereglide 71 ¿stretching.¿ updated sections: b.4, g.3, g.6, h.2, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section d.2b: procode is nry/qjp. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The product analysis team reviewed the two photos that were included in the complaint. The review is documented below. [Photo review]: the first photo captures the catheter with a flattened section inside a tubing valve connector. The second photo shows the proximal side of the catheter with the flattened section. No other damage was observed. The reported issue regarding tracking difficulty and ¿stretching¿ was confirmed based on the observed flattened condition. This investigation was performed based only on the two photos provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. A review of manufacturing documentation associated with this lot (31673300) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported during a mechanical thrombectomy procedure on saturday, (B)(6) 2026, targeting an occlusion in the patient¿s left internal carotid artery (ica). The cerebase (catalog / lot# unknown) was placed in the proximal ica due to vessel tortuosity. It was reported that ¿underlying cause of the occlusion is believed to be an aortic valve replacement, which may have ¿thrown off¿ a calcified clot. Difficulty getting the 125cm cereglide 71 intermediate catheter (nic71125c / 31673300) into the m1 [segment] due to vessel tortuosity, [the] microcatheter was not deployed very distally and the cerebase was ¿pushing back.¿ the issue with the125cm cereglide 71 intermediate catheter ¿stretching¿ was noticed when mechanical aspiration did not work and arose when the cereglide 71 was set up in [the] patient, before any attempt at retrieval of the occlusion.¿ the physician switched to an alternative product and was able to achieve an mtici score of 3 with full reperfusion on the second pass. The physician did not feel there was a clinical impact to the patient as they switched to an alternative device. Two photos were included in the complaint. The product analysis team will review the photos. On 03-mar-2026, additional information was received. Per the information, the lot number of the 125cm cereglide 71 intermediate catheter (nic71125c) is 31673300.